Manufacturer narrative:
Per the clinic, the patient sustained a head injury on (B)(6) 2015, causing a small wound. The wound reportedly did not heal despite treatment from their healthcare provider, resulting in the extrusion of the receiver stimulator. Subsequently, the patient was admitted to hospital on (B)(6) 2016, and was administered with IV antibiotics daily with antiseptic irrigation for a duration of two weeks. This report is filed june 21, 2016. Implanted device remains.

Manufacturer narrative:
Device information and patient details unavailable, additional information has been requested but has not been made available as of the date of this report (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient underwent a skin flap revision surgery due to extrusion of the implant. The implanted device remains.